Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in australia.. Further details provided: - the customer had a roller pump plugged into 1a and centrifugal pump into 1b for their set up; - the customer is currently using only roller now and control unit # 2 is controlling this, as control unit #1 is not available. The affected control unit #1 will be shipped to livanova for a detailed investigation and a replacement control unit will be sent to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report related to an essenz console. When the customer turned it on, there was no control of the arterial pump when trying to prime. Then, the back up control panel was opened and found that the control unit #1 was blank and the encoder was not responding. The control unit # 1 was also showing blank on the system mapping page. Therefore, the customer re-programmed their profile in order that control unit # 2 is now their arterial pump and this machine can be used in case of an emergency. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: livanova field service tested the device, upon evaluation the issue has been confirmed. To fix it the ccu1 has been replaced. Based on the troubleshooting conducted, the root cause of the event was addressed to a defective subcomponent of the control unit. No other specific action was currently deemed necessary. Livanova will keep monitoring the market.